Event description:
Information was received from a patient who was implanted with a neurostimulator for chronic low back pain and spinal pain. It was reported that the patient had some issues with the stimulator with recharging and the stimulator had flipped. The patient had to turn stimulation off when she recharged or she got stimulation down her leg. She could not recharge herself and could not get it lined up, so her husband had to do it. The bottom part of the implantable neurostimulator (ins) was "popped out" and the device was sitting uneven. It had not come through the skin but the ins was "cocked" out and they could feel the bottom edge and the top edge was in deeper. The patient could only get one coupling bar. The other day when she was sick, she charged for eight hours and did not even get the battery half full. It was noted that the programs were not corresponding in relieving the pain in the right area. It was supposed to help the lower back and hip, but it felt like it was going down the back of the patient's leg, which was in the wrong location. The patient could not get stimulation into the hip area. The flipped ins and stimulation down the legs started about a year ago in 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.